Event description:
Patient was revised from competitor components to medacta on (B)(6) 2022. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06-sep-2022. Lot 2110101: (B)(4) items manufactured and released on 14-oct-2021. Expiration date: 2026-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.